Event description:
It was reported that the patient developed a driveline infection. On (B)(6) 2022, the patient's driveline exist site had signs of a tan/brown drainage and the skin around the area was red. Doxycycline was started and the site had improved on (B)(6) 2023. On (B)(6) 2023 the site was dry but some drainage was still present. On (B)(6) 2023, cultures came back positive for infection.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.